Event description:
Customer reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to perform a pump reset, but lacked a charger to do so. No additional information was received regarding the outcome of the event.